Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the system did not start up. Upon troubleshooting, rse found an interruption with a button placed on the wall which controls the hospital power source and the system's power supply was cut off. The cause of the issue was the hospital's power source. To resolve the issue, the system was restarted at the button placed on the wall, and it booted up normally. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Because the hospital¿s mains power supply system turned off and did not turn back on. The hospital¿s mains power supply is considered as a localized power failure that was not caused by the device. Since the malfunction of an external hospital¿s mains power supply source would not be considered a device malfunction of the system, this event would not be reportable. The philips system was working fine. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.